Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during performing coronary planned treatment. The procedure was completed as planned by restarting the system. A philips field service engineer (fse) examined the system onsite and confirmed that the system cannot produce fluoroscopy. Upon troubleshooting fse found low free space message on data monitor and suggested the customer to delete the old patient data. Later, fse restored the host pc and ippc cable connection. After repairs, the system returned to use in good working order. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.